Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic where the physician had noted high hv lead impedance. Patient was scheduled for lead revision. Lead remains implanted.